Event description:
The customer called to report a continuous tone, a blank display and an error alarm. Troubleshooting was performed, and the issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms, due to the blank display.